Event description:
Service of summons and complaint was MFR's first notice of this event. Plaintiff's counsel claims in the complaint, that the pt suffered a frostbite injury to her ankle following left achilles debridement/repair surgery and application of cryotherapy (iceman). He alleges, that cryotherapy was applied around plaintiff's foot underneath a cast intraoperatively. The device was allegedly used per co-defendant healthcare provider's instructions in increments of 2 hours with a 20 minute respite between applications. There is no info in the complaint about temperature at which the device was set. Plaintiff claims she suffered a thermal injury that has required medical treatment and therapy. The company has been unable to confirm the MFR of, or inspect the device. Because the matter is in litigation, it has been turned over to outside counsel for further investigation.